Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's adaptive stimulation (as) no longer reduces intensity when the patient sits or lays down. The caller also stated the patient's as is not turning on. The patient has an MRI a couple days ago and since then his setting does not change when he changes positions. The caller verified the patient's stimulation was on. The caller was asked to check with the patient programmer (pp) and it shows therapy is on at 3.8v. It was also confirmed that as was turned on. The patient stated his as stimulation settings are not there. The pp is showing the correct position, but not the correct amplitude for the position. The patient was assisted in adjusting their amplitude for laying down to 2.2v, standing to 4.1v and to wait for 3 min and the pp show the position changes with the stimulation setting. No further complications were reported. No patient symptoms were reported.